Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process.